Event description:
It was reported that the customer's pump would not turn back on. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.